Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the screen went blank and the customer put new battery in it and it was still blank. The customer stated that they had some trouble with the insulin pump the last couple of days. The customer loosened it and retightened and got low battery. The insulin pump later went blank again the customer did same thing and had to reset time and date. The customer was not calling back with blank display after receiving a new battery cap. The customer stated that the insulin pump was dropped a week ago on carpet. The customer also reported that four days prior to call the customer had worn the insulin pump in pool for 10 minutes. The customer reported the insulin pump had battery out limit alarm thrice. The insulin pump passed the self-test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.